Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip (pc over ip) was required to be replaced as the system was unable to re-establish the connection. Once the pcoip was replaced. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Concomitant medical products: other relevant device(s) are: pcoip refurb (B)(4) zero client s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative is receiving the pcoip error on the camera cart. The system was unable to re-establish the connection. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned pcoip resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the logs do not indicate any software caused re-boots and unit is configured. The unit was tested for 18 hours and did not lose connection or reset. If information is provided in the future, a supplemental report will be issued.